Event description:
It was reported that the right ventricular (rv) lead was undersensing which delayed detection and therapy. It was further reported that there was no rv capture on the presenting electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.